Event description:
Pt is chronic hemodialysis pt. Pt experienced burning sensation in head and throat and episode of hypotension. Administered hypertonic normal saline and treatment resumed without further problems.